Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of ¿fault¿ alarm was be confirmed with the returned system controller (serial # (B)(4)). The log file captured intermittent low power hazard/no external power alarm events that was related to transient/fluctuating voltage values. The intermittent alarms were captured when the system controller was connected to the mobile power unit and did not occur when connected to the 14v batteries/clips. A controller fault alarm became active during one of the transient/fluctuating voltage value events on september 15. The system controller was tested with laboratory equipment and an unexpected fault alarm was unable to be reproduced. However, electrical testing of the power cables revealed a short to shield condition with an underlying wire within the black power cable. It was noted there were puncture/damage on the outer jackets. The power cable was delayered, and visual inspection confirmed an underlying wire (+ power wire) has exposed conductors approximately four inches from the housing of the black power cable. The exposed conductors of the power wire have the potential to result in unexpected alarms if a shorted condition occurs. The finding is consistent with the log file, which the transient/fluctuating voltage values was captured only when connected to the mobile power unit. The analysis could not determine the root cause that attributed to the damage to the power cables. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 02jun2021. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ and backup battery fault alarms. Low voltage advisory alarm. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Backup battery fault alarm. Call your hospital contact immediately for diagnosis and instructions. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm and message on the primary controller. The patient underwent a controller exchange.